Event description:
It was reported that patient was admitted to the hospital for seizure activity. Manufacturer representative (rep) reported patient stated they were getting shocked from the stimulator however, the battery was dead. Nurse was going to have patient charge their stimulator so they could have a visualization that it was turned off. The nurse did not state the specific day that the patient started complaining of shocking sensation started. Nurse was going to charge patient battery show the patient that it was turned off and if they had any other questions or concerns, the nurse is going to reach out to patient services. It was unknown if issue was resolved. Rep reported they will provide any additional information they become aware of. Patient was seen in office today by healthcare provider (hcp) patient stated that they are still having a shocking sensation from their knee through their thigh and are growing. The stimulator has been off for over one week. Hcp reported patient being scheduled for an ablation the lateral femoral cutaneous nerve. Hcp reported this is not an issue however, patient did not want to move forward at previous visit with an ablation and now they do because they are experiencing increased pain and into their groin. No changes were made to stimulation today. And impedance check was performed, and there was elevated impedance (orange) 38440 on contact six which was not being used for stimulation. Patient stated they are going to leave stimulation off until after the ablation because they feel like it¿s irritating and making the shocking pain feel worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause or contributing factors of the shocking, pain and high impedances were unknown. They reported that the stimulator was not on when the patient felt shocking and they were being seen for seizure activity. They do not know if the issue has been resolved.